Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a device check, episodes of inappropriate auto mode switched caused by far-r oversensing was observed. Programming changes were made. The device remains implanted.